Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence due to atrophy leading to the replacement surgery. There were no issues associated with the explanted aus. The patient did not experience any additional adverse events and did not need further intervention. No more information available at the moment. Should additional information become available, it will be provided.